Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with moisture damage motor force sensor assembly. No unexpected pump errors noted in long traces history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had several alarms during the rewind process, including a broken force sensor alarm. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.